Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the light guide rod lens and a burn plastic distal end cover (c-cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, it is possible that contact between the plastic distal end cover (c-cover) and an activated electrode caused burns on the plastic distal end cover(c-cover). Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.